Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened trocar assembly, in a tray was received for the report. Sample was visually inspected and found to be nonconforming, damaged septum or angled slit observed, damage extends to out edge of silicone. Leak testing could not be performed due to the damage of the sample. A review of the device history record traceable to the possible lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached were reviewed by the manufacturing site. Photos show tray with reported lot number and trocar inside tray. Reported issue cannot be confirmed from photo. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that trocar was leaked at an unknown timing. The surgery type and completion was unknown. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).